Event description:
Event description guidant received information that this sensing lead exhibited inappropriate shocks and increased impedance measurement. A fracture was suspected. The lead system was replaced with new leads.